Manufacturer narrative:
Additional information d4 (lot #), d4 (expiration date), d4 (UDI #), d9, h3, h4, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye identified a hole in the drain bag. Functional testing including clear passage and clamp function testing were performed with no issues identified. Leak testing observed a leak from a hole located in the drain bag. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue due to excess solvent on the drain bag port sticking to the drain bag during the coiling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution containing bag of a capd disconnect y set "burst" which resulted in a leak. This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.